Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at high outputs of 5 volts at 2.0 ms. The field representative increased the output to 7.5 volts at 2.0 ms and there was intermittent capture. With this high output, the patient complained of chest pain. The patient was not pacemaker dependent, and there were no issues that resulted in any asystole. A chest x-ray was done as there was suspicion of a lead perforation, and the results were pending. Upon review, the physician believed there was likely a microdislodgement of the lead rather than a perforation, and plans to do a lead revision in a few months. This rv lead remains in-service. No additional adverse patient effects were reported.

Event description:
Additional information indicated that this right ventricular (rv) lead was involved in system revision due to lead dislodgement and high pacing threshold. This rv lead was repositioned. No report of patient injury or harm.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.